Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported by the contact that the customer received an occlusion alarm during bolus delivery. The customer resumed delivery and the customer's blood glucose level was not impacted. The customer changed the cartridge and infusion tubing. As the customer changed the supplies prior to contacting. Tandem technical support, troubleshooting to determine a possible cause was unable to be performed.